Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 248 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The correct information has been updated with this report.

Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No stuck button alarm noted. All buttons functioning properly. No damage in the keypad assembly noted. Connector was inspected and properly connected. Unit communicated properly with test blood glucose meter. The blood glucose value on the meter was display on pump screen. Unit passed self test. Unit received with cracked retainer, scratched case and minor scratched lcd window.